Manufacturer narrative:
(B)(4). Date sent: 1/19/2024. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the white part and the plastic part of the tyvek was attached diagonally, the attached area was so small. The doctor concerned that if the sterility of the package was maintained or not. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one pcee60a device was returned inside its package unopened; upon visual inspection, the package was undamaged, but the tyvek was skewed off to the side. However, the package meets the minimum seal width requirement and the sterile barrier is not compromised. The event could not be confirmed as no damage was noted on the seal area. Based on the information currently available, a product issue was identified during the investigation of the sample received. The issue with the tyvek is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device lot number a9dm6v, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024.

Manufacturer narrative:
(B)(4) date sent: 4/8/2024.